Manufacturer narrative:
The complaint is confirmed, the back end or proximal end of cut spring is pulled away from the jaw. The cut spring is still attached to the jaw, the weld held it in place. The damage to the cut spring appears to have been caused by it (the cut spring) getting hung up or caught on some other instrument when it was being retracted through the trocar, as this is when it was noticed to the damaged by the surgeon. It is also observed that a small piece of the orange (B)(4) part of the cut spring is not accounted for. This part of the cut spring is made out of (B)(4), which is over molded onto a (B)(4) spring component. At this time we cannot be certain of the root cause of this failure mode, or if the device was misused by the user. We will continue to monitor the data base for further occurrences.

Event description:
While performing a laparoscopic hysterectomy using the omni cutting forceps, when the forceps was removed from the abdomen via a trocar, the surgeon noted that the forceps was damaged. The cutting forceps was removed from use and replaced with a lyons dissector to complete the case. Radiographs taken do not indicate forceps components remaining in the pt.